Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist performed troubleshooting with the customer. The customer reran all other patient samples from that day and all resulted the same upon repeat as the initial run. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, false negative hcg result.